Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was sometimes non responsive. Customer reported that the battery was diminished battery life, take longer time to rewound and e alarm was occurred. Insulin pump had random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including self test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected e or a alarm unspecified anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place. (B)(4).